Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the emergency room with device in back-up vvi mode. Device download was performed successfully.